Event description:
As reported, during a percutaneous coronary intervention (pci), the physician experienced some difficulty during advancement of the 7 fr. Vista brite tip al1 st guiding catheter (gc). The device was successfully removed from the patient and upon inspection, it was noted that a part of the distal tip was cracked. Therefore, the physician stopped using the device and another guiding catheter was used instead. The procedure was finished successfully. There was no reported patient injury. The product was clinically used and it will be returned for analysis. The target lesion was the distal right coronary artery (rca). The lesion was reported to be: a 100% stenosis, heavily calcified and tortuous. Additional information has been requested.

Manufacturer narrative:
Additional information received indicated that there was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The guidewire used was a non-cordis product. There were no reported product issues with the guidewire used. The physician did not continue to advance the device in spite of the resistance reported. No additional information is available. Conclusion updated to include additional information: as reported, during a percutaneous coronary intervention (pci), the physician experienced some difficulty during advancement of the 7 fr. Vista brite tip al1 st guiding catheter (gc). The device was successfully removed from the patient and upon inspection, it was noted that a part of the distal tip was cracked. Therefore, the physician stopped using the device and another guiding catheter was used instead. The procedure was finished successfully. There was no reported patient injury. The target lesion was the distal right coronary artery (rca). The lesion was reported to have 100% stenosis, was heavily calcified and tortuous. Additional information received indicated that there was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The guidewire used was a non-cordis product. There were no reported product issues with the guidewire used. The physician did not continue to advance the device in spite of the resistance reported. No additional information is available. The device was returned for analysis. One non sterile unit of vista brite tip 7f .078 was received coiled in a plastic bag, the brite tip/distal tip of the received catheter was found ripped and frayed/split. No other issues were found. The brite tip/distal tip was inspected under microscope and the brite tip/distal tip frayed/split condition appears to be ripped stretched/ pulled until separation. Also sem analysis was performed to the catheter brite tip; the results are the following: ¿results showed that the tip presented evidence of elongations and damages that could be induced by an application of force on the zone of the rupture by an unknown object. No other anomalies were found during the analysis¿ the catheter body od and ID were measured near to kinked and compressed conditions and results were found within specification. A review of the manufacturing documentation associated with lot 16004583 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿brite tip/distal tip ¿ cracked-in patient¿ was confirmed since the tip of the received catheter was found damaged (ripped and frayed/split). The exact cause of this damage could not be conclusively determined. Based on the information available for review, vessel characteristics (100% stenosis, heavily calcified and tortuous) and procedural factors (difficulty advancing the catheter) may have contributed to this issue as evidenced by stretching/elongation noted during analysis. Neither the DHR nor the analysis suggests a design or manufacturing related cause for the reported issue; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
As reported, during a percutaneous coronary intervention (pci), the physician experienced some difficulty during advancement of the 7 fr. Vista brite tip al1 st guiding catheter (gc). The device was successfully removed from the patient and upon inspection, it was noted that a part of the distal tip was cracked. Therefore, the physician stopped using the device and another guiding catheter was used instead. The procedure was finished successfully. There was no reported patient injury. The target lesion was the distal right coronary artery (rca). The lesion was reported to have 100% stenosis, was heavily calcified and tortuous. Multiple attempts to obtain additional information have been unsuccessful. The device was returned for analysis. One non sterile unit of vista brite tip 7f .078 was received coiled in a plastic bag, the brite tip/distal tip of the received catheter was found ripped and frayed/split. No other issues were found. The brite tip/distal tip was inspected under microscope and the brite tip/distal tip frayed/split condition appears to be ripped stretched/ pulled until separation. Also sem analysis was performed to the catheter brite tip; the results are the following: ¿results showed that the tip presented evidence of elongations and damages that could be induced by an application of force on the zone of the rupture by an unknown object. No other anomalies were found during the analysis¿ the catheter body od and ID were measured near to kinked and compressed conditions and results were found within specification. A review of the manufacturing documentation associated with lot 16004583 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿brite tip/distal tip ¿ cracked-in patient¿ was confirmed since the tip of the received catheter was found damaged (ripped and frayed/split). The exact cause of this damage could not be conclusively determined. Based on the information available for review, vessel characteristics (100% stenosis, heavily calcified and tortuous) and procedural factors (difficulty advancing the catheter) may have contributed to this issue as evidenced by stretching/elongation noted during analysis. Neither the DHR nor the analysis suggests a design or manufacturing related cause for the reported issue; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
(B)(6). The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.